Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer's blood glucose level was 500 mg/dl. The customer was hospitalized. He fell and broke his hip. The customer's high blood glucose level was due to stopping insulin pump therapy while in the hospital. The product was not returned. Nothing further to report.